Manufacturer narrative:
It is stated in the current complaint that the product could not be presented in a aseptic manner due to the issue, however it was still used in the patient. It is further stated that "it started to tear, and therefore the contents of the package became contaminated". Since the issue was clearly visible, it must have been evaluated whether the device was sterile before use in a patient, per standard procedure, thus, additional follow-up questions are forwarded to the reporter to clarify. Clinical insight (ci) has evaluated the case and since the outer barrier was damaged, the nurse highly likely opened the inner envelope passing it into the sterile field. This use is considered off label use. In the directions for use in the IFU is stated: "sterile technique should always be used to remove the spongostan¿ sponge from its packaging". It is evaluated that the case is an off label use and a near adverse event, as it could become a serious event if the issue occurs again (infection, non-sterile product in patient). In the additional information received, the scenario assumed by ci is confirmed. It is stated that the that "she could not open the outer pouch in an aseptic manner but could open the inner pouch in an aseptic manner and handed the product (sponge) to the sterile area to the scrub nurse." Despite the fact that the product appears to have been presented in an aseptic manner (outside the intended use and directions for use), the event is still considered a near adverse event, as it could become serious if a similar event were to occur again in which the nurse does not discard the product pr standard clinical procedures after the clearly visible malfunction.

Event description:
How was the product stored? The product was stored in the or pass-through cabinet in an open plastic container. Where was the product stored? In the or pass-through cabinet. Could the pouch be opened in an aseptic manner? No. The paper packaging started to tear. The paper of the outer package tears in a way that the paper becomes "translucent." It does not primarily tear along the side seams. Was it the outer pouch that was ripped during opening? Yes. It started to tear, and therefore the contents of the package became contaminated. Was it the inner pouch that was ripped during opening? Yes. Was the product used on the patient? Yes, it was used after the inner package could be opened. Was the surgery delayed because of the malfunction? Yes. Sometimes only the third package opens without breaking. If yes, how many minutes? 1-1.5 minutes was there any patient/user harm or potential patient/user harm because of the malfunction? Frustration for the nurse, as the packages tear frequently. The package seams are too dry. No product or package for return. Initial event description: the package tears when opened. The adhesive on the package appears dry. Only the third package opens without tearing. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, no device is available for evaluation. Additional information has been received on 07.04.2026 from the affiliate stating: the product was used in the patient. Hcp cami kapp from (B)(6) hospital confirmed that she could not open the outer pouch in an aseptic manner but could open the inner pouch in an aseptic manner and handed the product (sponge) to the sterile area to the scrub nurse. The product did not get contaminated during the episode.